Event description:
Reporter stated that the lancet did not fully retract inside of the lancet device after firing. Reporter was not punctured by the protruding lancet. No injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.